Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported that the device was not working well and that they were seeing a "communicator not found" message. Patient stated that manufacturer reps set up their device. Patient mentioned that on friday night, everything was "propulsating". Patient stated that the device worked for 15 minutes and then it goes ¿haywire¿. Patient stated it was so bad that they were thinking of going to the hospital to ask them to ¿tear it up¿ and they mentioned that their leg, back, neck, and hands were all ¿trimmed¿. Patient confirmed that the communicator is powered on and shows battery light (green). Agent had patient close all applications, turn airplane mode 'on' and 'off' and patient confirmed that bluetooth was enabled. Agent had patient launch mystim app, enter the code and attempt to connect. Patient stated seeing "communicator not found" message. Agent had patient reset and turn on the communicator and press ¿retry¿ from the "communicator not found" screen. Patient confirmed they were able to connect to the implanted neurostimulator and view the therapy screen. For the event date, patient stated 3 weeks ago. Agent reviewed information. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2 (serial: (B)(6); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient keeps adjusting his amplitude and depending on his position the therapy is too high. The issue has been resolved. Pt called back expressing great frustration with the external equipment/ins to the point where they mentioned wanting to have the device removed. Pt said that hcp told them that they would get 80%-100% relief from the device, however they were getting 30% relief at most. Pt said that when trying to connect to the ins via the mystim app/external equipment, they kept getting not found and only the green light on the communicator was on. Agent had the pt reset the communicator, close all apps on the handset, and attempt to connect. Pt then saw that the communicator green and blue lights were on. Pt confirmed that communication was successful. Pt said that the equipment had done this about six times since they've had the device. Agent reviewed device functionality and best practices with the pt. Pt wouldn't let agent talk. Pt would ask a question and then interrupt agent immediately. Pt said that they would call back in about ten minutes when the device stopped working again and then ended the call. Additional information was received from the manufacturer representative (rep) stating the patient's communicator was always becoming unpaired and the handset was showing the not found screen all the time when the pt tried to connect. Tss had mdt rep. Reset communicator on call and communicator paired and connected to ipg. Tss reviewed source of issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.